Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display check on the cycler failed. It was identified that the cause for the failure of the functional display check was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was extremely dim when the patient woke up in the morning. The patient reported that they could barely see the information on the screen as if the backlighting element was out. The screen was unresponsive to touch and pressing the buttons on the screen did not restore it. The patient reported that the treatment was complete and subsequently was able to disconnect and remove the cassette. The cycler was restarted several times, however the screen still did not become bright. The cycler was connected directly to the wall outlet and both ends of the power cord were secure. The cycler was plugged into a different power outlet and no different was noted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and the patient reported that they would revert to manual therapy for their next treatment. The patient reverted to manual supplies to complete their treatment. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the, it was identified that the transformer on the inverter board was burned.